Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Company representative reported on behalf of the health professional right side capsular contracture, baker grade IV. The device remains implanted.

Event description:
Company representative reported on behalf of the health professional right side capsular contracture, baker grade IV. The device has been explanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Capsular contracture: unable to observe since it is not related to the device. Additional observations: red encapsulation was observed on the shell.

Event description:
Healthcare professional reported "contracture, grade 4" against right device. The device has been explanted.